Event description:
The patient had a history of bacterial meningitis and shunted hydrocephalus. The patient symptoms were reported to be cellulitis (neck, right side) and fever. The vp (ventriculoperitoneal) shunt was infected and removed in 2008. The pump and catheter were subsequently removed. The patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.